Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") in a (B)(6) female patient who had essure inserted (lot no. A64634) for female sterilisation. Additional non-serious events are detailed below.the patient had a medical history of diabetic. (B)(6) beta-hcg. Concurrent conditions were listed as gas evolution in intestine, nabothian cyst and morbid obesity. Concomitant products included ferrous sulfate since (B)(6) 2018, megace (megestrol acetate) since (B)(6) 2018 and insulin since 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 1167 days after essure insertion, she experienced vaginal haemorrhage (seriousness criterion hospitalization), heavy menstrual bleeding (seriousness criterion hospitalization) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016 she experienced pelvic pain ("pelvic pain"). In 2016 she experienced hot flush ("hormonal changes - hot flashes"), night sweats ("hormonal changes -night sweats") and fatigue ("fatigue"). In 2017 she experienced abdominal pain ("abdominal pain") and back pain ("lower back pain"). On (B)(6) 2018 she experienced migraine ("migraines / headaches"). An unknown time later she experienced genital haemorrhage ("heavy abnormal bleeding"), diabetes mellitus ("I am a diabetic and my doctor stated my aic level needs to be lower"), abnormal uterine bleeding ("abnormal bleeding from uterus"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was hospitalized from (B)(6) 2016 to (B)(6) 2016. The patient was treated with provera (medroxyprogesterone acetate), iron and black cohosh extract (cimicifuga racemosa extract) as well as non-drug therapy (blood transfusion). Essure treatment was not changed. At the time of the report, none of the outcomes for these events were known. The reporter considered abdominal pain, abdominal pain lower, abnormal uterine bleeding, back pain, diabetes mellitus, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, hot flush, migraine, night sweats, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure administration. The reporter commented: she was not planning for essure removal.insertion details-tubal essure occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): [imaging procedure] on 01-jul-2013: essure confirmation test(s) (unspecified); result: not provided.ultrasound scan vagina on (B)(6) 2016: impression:nabothian cysts.non-visualization of the ovariesconcerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: pelvic pain, diabetes mellitus, vaginal haemorrhage, uterine bleeding. Quality-safety evaluation of ptc:for essure: unable to confirm complaintthe most recent follow-up information incorporated above includes data received on:02-aug-2019: seriousness criteria added.this case is being submitted retrospectively following an internal reviewa technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal)') and heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') in a 34-year-old female patient who had essure (batch no. A64634) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetic. Negative beta-hcg. Concurrent conditions included morbid obesity, nabothian cyst and gas evolution in intestine. Concomitant products included ferrous sulfate since (B)(6) 2018, insulin since 2016 and megestrol acetate (megace) since (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced hot flush ("hormonal changes - hot flashes"), night sweats ("hormonal changes -night sweats") and fatigue ("fatigue"). On (B)(6) 2016, the patient experienced vaginal haemorrhage (seriousness criterion hospitalization), heavy menstrual bleeding (seriousness criterion hospitalization) and dysmenorrhoea ("dysmenorrhea (cramping)"), 3 years 2 months after insertion of essure. On (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain"). In 2017, the patient experienced abdominal pain ("abdominal pain") and back pain ("lower back pain"). On (B)(6) 2018, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), diabetes mellitus ("I am a diabetic and my doctor stated my aic level needs to be lower"), abnormal uterine bleeding ("abnormal bleeding from uterus"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was hospitalized from (B)(6) 2016 to (B)(6) 2016. The patient was treated with cimicifuga racemosa extract (black cohosh extract), iron, medroxyprogesterone acetate (provera) and blood transfusion. Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, heavy menstrual bleeding, genital haemorrhage, diabetes mellitus, abnormal uterine bleeding, pelvic pain, abdominal pain lower, abdominal pain, hot flush, night sweats, migraine, dysmenorrhoea, fatigue, back pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abnormal uterine bleeding, back pain, diabetes mellitus, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, hot flush, migraine, night sweats, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: she was not planning for essure removal. Insertion details-tubal essure occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified); result: not provided. Ultrasound scan vagina - on (B)(6) 2016: impression: 1. Nabothian cysts. 2. Non-visualization of the ovaries. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: pelvic pain, diabetes mellitus, vaginal haemorrhage, uterine bleeding. Lot number: a64634, manufacture date: 2012-10, and expiration date: 2015-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 31-may-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.